Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported being hospitalized for high bgs. Blood glucose at the time of hospitalization was: high. Customer stated prior to being hospitalized he felt funny and was sweating. Customer had been off the pump for 36 hours prior to the hospitalization. Nothing further reported.